Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep took cycling mode off. The patient states he charges more frequently. States he has not had any issue with ins being off. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep was present with the patient in clinic. Rep reported that the patient was experiencing their stimulation turning off intermittently. Rep was unsure how often this occurred or if their ins battery had depleted in these moments. Rep reported the patient was not using adaptive stim or cycling. Patient reported they feel stimulation, but this is positional. They use programming similar to dtm, however settings were slightly off. Rep reported patient was a poor historian. Upon checking the diaries, rep reported the patient has a recharge interval of 2 days. Rep provided dates when the pt charged, ranging from 10%-90% charge upon starting a recharge session and recharging until the ins is full. Rep reported the patient then did not use stimulation for 3 days in january, but started it again on the afterwards through the current day. Patient's ins was at 50% yesterday and they started a recharge session today. Patient accessed their screen to turn stimulation on by pressing the up button on the screen. Technical services reviewed recharge levels and more frequent, consistent charging, as well as keeping a diary of these events when the device turns off. Rep plans to meet back up with the patient in a few weeks and will assess at that time if a mdt file would be beneficial. Rep called back after the pt had left the clinic and reiterated that pt was a poor historian and seemed to get confused and gave inconsistent information about their recharging schedules and believes the complaints about the ins turning off are related to their usage and inconsistent recharging. Rep reported that she did convince the pt to keep a log of the dates and times that he notices his stimulation turns off on its own, and will compare with diaries when she meets pt again in the clinic in a couple of weeks. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the stimulation turning off is unknown. Rep met with the patient recently. The issue has not been resolved, rep to meet with the patient in february. Information was confirmed with the physician/account. Additional information was received from a manufacturer representative (rep). The rep reported the issue was unresolved and the patient has an appointment next week.